Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h1. Complaint conclusion: as reported, when using a 5f exoseal vascular closure device (vcd), the indicator wire comes out without being caught in the inner lumen. Manual compression was performed after removing the device. There were no reported injuries to the patient. The deployment button and the sheath adapter are in their initial state, and the plug remains the same. Additional information was requested but was not provided. One non-sterile vascular closure device - 5f was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the button/deployment lever on the device was not pressed and the plug was present on the delivery shaft, which was found with dried blood residues, with the indicator wire retracted. The indicator window was received on white/black position and the cowling guard was found unlocked. No anomalies were observed during the analysis. Functional analysis was conducted, as there were no indications that the mechanism of the cowling guard was previously activated. The guard was locked and the indicator wire deployed as expected and the loop was found in good conditions. No microscopic analysis is needed, as the indicator wire loop showed no issues during functional inspection. The reported event by the customer as ¿indicator wire ¿ damaged loop¿ was not confirmed since the loop was observed with no anomalies nor damages. Functional analysis was conducted as there were no indications that the mechanism of the cowling guard was previously activated. The guard was locked and the indicator wire deployed as expected and the loop was found in good conditions. With the limited information provided, and with no procedural films, the cause of the reported event could not be determined. For the indicator wire to deploy, the guard must be locked. Handling factors may have contributed to the reported event, since the device was received with the cowling guard unlocked. The exoseal IFU notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. The product analysis does not suggest that the reported failure could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when using a 5f exoseal vascular closure device (vcd), the indicator wire comes out without being caught in the inner lumen. Manual compression was performed after removing the device. There were no reported injuries to the patient. The deployment button and the sheath adapter are in their initial state, and the plug remains the same. Additional information was requested but was not provided. The device will be returned for evaluation.